Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned. Based upon the information that allergan's ap banding device was used in this study the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal."

Event description:
Reported event of: "slippage" from journal article, "new adjustable gastric bands available in the united states: a comparative study", surgery for obesity and related diseases 7 (2011) 74-81. This medwatch represents two events of slippage. There is no additional information provided for individual events.